Event description:
A consumer reports near and distant blurry vision following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 06/29/07, 07/06/07, 07/09/07, 07/12/07, 07/13/07 and 07/18/07 by phone, mail and fax. A completed questionnaire has not been returned.